Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned provisional exhibits signs of repeated use and has fractured from the post breaking the item in 3 parts. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. The package insert states that the instruments should be carefully inspected before each use and should not be used if the instruments are marred or worn and that breakage can occur if the instruments are subjected to high loads or impactions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional was fractured during a knee surgery and returned. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.